Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and a broken tibial component.

Manufacturer narrative:
This report is being amended to reflect changes in sections a4, g4, g7, h2 and h10.

Manufacturer narrative:
This report is being amended to reflect changes in sections d6, g4, g7, h2, h3, h6, and h10. H3: evaluation summary: review of the pre-revision radiographs suggests the tibial baseplate is undersized in the anterior/posterior direction. The medial condyle of the tibial baseplate has fractured and has subsided on the posterior side. The space between the femoral and tibial component is smaller on the medial side in comparison to the lateral side. The fatigue failure mode suggests insufficient bone support was provided to the posterior portion of the medial condyle. H6: evaluation codes: device history records were reviewed and found conforming. Visual inspection of the returned tibial component confirms the posterior portion of the medial condyle has fractured off. The fractured piece was returned with the complaint. The pmma precoat is not visualized on the underside of the component. A small amount of bone cement is present on the anterior aspect of the lateral condyle on the underside of the component. Sem analysis indicates a fatigue fracture with multiple fatigue cracks initiating at the medial edge of the medial side propagating toward the dovetail feature at the center of the baseplate. Fatigue striations were identified on the fracture surface.